Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole exposing internal components. Initially, it was reported that during the procedure, there was no temperature displayed on the carto or generator. A second device was used to complete the operation. There was no adverse event reported on patient. The no temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 12-aug-2024, a hole exposing internal components was found. This was assessed as MDR reportable with an awareness date of 12-aug-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax. Microscopical analysis revealed a hole exposing internal components. The temperature and impedance test were performed, and no temperature was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device lot number 31289375m, and no internal action was found during the review. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue is unrelated to the reported event. The instructions for use contain the following information: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. Do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).